Event description:
Customer rep, (B)(6) stated that the brakes could not be engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device was evaluated by customer; the unit was not repaired but was removed from service. Drive link and cam.